Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2021. Customer's blood glucose value was 592 mg/dl at the time of hospitalization. Customer was treated with intravenous insulin drip at the hospital. Customer also treated high blood glucose with insulin pump. Customer reported their blood glucose went up quickly and they felt sick and started vomiting. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted with troubleshooting. Customer was not using auto mode feature. The insulin pump will not be returned for analysis.